Manufacturer narrative:
The pump passed the displacement test and selftest. No unexpected pump error 23 alarm noted during the testing. Successfully downloaded history files using thump. Pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. No pump error 15 alarm during test. The adapt tool recorded alarm and date/time: (B)(6) 2025 00:31:09.000 inverse check (15) file number: (B)(4) line number: (B)(4) sw/hw: hw (possible hw) grouping: invalid pointer/corrupted data. (B)(6) 2025 00:31:11.000, postresetramcrcalarm (23). Suspecting hw issue. Unit was cut open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection all connectors including battery flex connector were plugged in properly. No moisture damage or physical damage noted during visual inspection. Unit functioning properly. Tested with a test p-cap and the test p-cap locked in place properly. Unit perform visual inspection and pillowing keypad overlay, battery tube threads - cracked and cracked case-corner of belt clip rails. Alarm-a329-pump error 23 confirmed. Alarm-a321-pump error 15 confirmed. Damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 23 (post-reset ram crc alarm) and pump error 15 (the critical block and inverse critical block did not add to zero). The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and also reported crack in the pump housing. The customer was able to clear the error and complete the rewind process. No harm requiring medical interventions were reported. The customer will discontinue the use of the device. The product mmt-1886 will be returned for analysis.